Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device fired, but there was an incomplete staple line distally. The load locked and did not fire the clamps. To complete the procedure, the device was replaced by another lot number. There was no patient injury.